Event description:
Caller reported that a malfunction occurred on pump. There was no adverse impact to the customer's blood glucose level. Customer reset the device following instructions from technical support, reloaded the cartridge, resumed insulin delivery.